Event description:
The pt reportedly experienced no sound between the external equipment and the cochlear implant. Device testing was attempted but discontinued due to pt's report of pain and discomfort. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device. The pt is reportedly doing well with the new device.